Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2018-nov-12. It was reported that the cause of the catheter kink was not determined.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-may-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid and an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2018, it was reported that there was a problem with the patient's pump. The patient reported that they were having withdrawals. According to the patient, they "did more than [they] should have" last month and the following day began to have pain. The pain was in the patient's lower back, legs and feet. The patient also reported that their feet felt like they were made of "ice blocks" again. The patient also reported that they feel like their spine "pops", describing it as "like when you raise your arm over your shoulder and it pops". An x-ray was performed a week prior to the date of the report and the x-ray reportedly showed nothing. The patient made inquiries about the pump "not working". The patient stated that they did not know if the pump was "going bad" or if the patient had hurt their back and "they" had the patient confused. The patient¿s concomitant medications included oxycontin, which the patient began taking in 1999. Additional information received from a healthcare professional (hcp) on (B)(6) 2018 indicated the cause of the patient's symptoms was noted to be due to a kink in the catheter. Actions/interventions included the collet/pump section of the catheter was replaced. It was noted that the patient's symptoms resolved after surgery. The patient's weight was (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered as of (B)(6) 2018: hydromorphone (concentration: 8.0 mg/ml, dose rate: 0.9981 mg/day), and bupivacaine (concentration: 16.0 mg/ml, dose rate: 1.996 mg/day). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. The pump and catheter were explanted and replaced on (B)(6) 2018, regarding the catheter not working. The pump and catheter were returned to the manufacturer.

Manufacturer narrative:
A partial catheter was returned to the manufacturer. Analysis of the catheter revealed damage to the transition tube of the catheter body. The conclusion pertains to the reported kink. The conclusion pertains to the analysis finding of damage to the transition tubing. If information is provided in the future, a supplemental report will be issued.